Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a replace battery now alarm. The customer¿s blood glucose level 177 mg/dl. The customer reported that the pump replace battery now alarm without low battery alert. It was reported that they had recurring replace battery now alarm without low battery alert. The customer was advised to install new or fully charged aa battery and issue was resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Device passed displacement test, sleep current measurement, active current measurement and selftest. (B)(4).